Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a scheduled device upgrade procedure, multiple attempts were made to implant the left ventricular lead in the left coronary vein. Upon removing the outer sheath with the slitter, the lead dislodged. An indentation down by the electrodes was noted, lead damage was suspected. The lead was explanted, and an attempt to implant a new lead however, was unsuccessful due to difficult patient anatomy. On (B)(6) 2020 an epicardial lead was implanted. The patient was in stable condition post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.